Manufacturer narrative:
Batch review performed on 27 may 2019: lot 160608: (B)(4) items manufactured and released on 24-may-2016. Expiration date: 2021-05-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in, 2 years and a half after primary surgery, complaining of anterior knee pain and the cause of pain is unknown. The surgeon resurfaced the patella and revised the 11mm poly with a 13mm poly and the surgery was completed successfully.